Event description:
It was reported that the patient presented for an implant procedure. During the procedure, after inserting the lead into the header, and while attempting to deploy the set screw, it was noted that the set screw did not make an audible sound. It was then noted that the lead was properly connected to the header and that the set screw was properly deployed. The pacemaker was ultimately implanted. The patient was in stable condition.